Event description:
It was reported that the customer was hospitalized due to high and low blood glucose levels. Prior to the event, the customer's blood glucose reading was over 500 mg/dl and eight hours later it was 50 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.